Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cobra grasper instrument associated with this complaint and completed its investigation. The failure analysis (fa) investigations confirmed the customer reported complaint. The cobra grasper instrument was found to have a broken grip at the grip base. Fa found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.71" x 0.20" was found to be broken off the wrist assembly and the broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the cobra grasper (part number 471190-04/ lot number n10210208 0009) associated with this event has been performed. Per logs, the cobra grasper instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 14 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the cobra grasper instrument was missing the other tip. There was no report of patient involvement. The cobra grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.